Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed numerous low flags for the abbott flexible pipetting center (fpc) used to dispense patient samples and specimen diluent for the htlv I/ii eia assay. Abbott field service was dispatched to the customer site, when it was discovered the sample pipettor was out of alignment. The problem was corrected by field service through re-alignment, re-adjustment and calibration of the pipettor. The customer continued to observe intermittent low flags with the abbott fpc. The customer's low flag observation was not resolved through additional visits to the customer facility by abbott field service.